Event description:
It was reported that following the procedure, the patient reported headaches and pain. The patient was instructed to go the ER where the neurosurgeon on call had to go in and place a stitch for a dura tear. An epidurogram was not performed w/the mild case. It should be noted that the patient is doing well and recovering now. It should be noted there was no alleged device issue during procedure.